Event description:
Patient had a reaction to a flexiglide sheet. The doctor had to remove the flexiglide.

Manufacturer narrative:
The product has not been received for further information nor has information been received on lot number, surgery date etc. If further information is obtained, a follow-up report will be completed.